Event description:
Procedure: gastrectomy. According to the reporter: the surgeon fired with gore seamguard. As the sulu was fired, the anvil appeared to bend down toward the cartridge. When released, significant bleeding was noted from specimen side. Bleeding controlled and initially diagnosed as a partially stapled vessel. The stapler fired all staples and the case was completed without issue. The next day, the pt was presented with a 1-2cm gastric leak and emergency surgery was completed to oversew staple line. When re-evaluated, the surgeon found straight leg staples that had not been formed at the sight of the leak. The pt recovered and is well. Surgery was delayed by four hours.

Manufacturer narrative:
Initial report sent to FDA on 08/06/08.